Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio¿ slim was used during an unknown procedure on unknown date. According to the complainant, during the procedure, the needle detached from the suture and was irretrievable by the doctor. The needle resides in the patient. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.